Manufacturer narrative:
H3: the software team investigated the reported issue and reviewed the case and the logs but did not get any information regarding the cause of the inaccuracy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735740, serial/lot #: version: 1.0.2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy with the depth of the screws. Nothing else seemed inaccurate. This was a perc case using a perc pin with stealthair frame. The screw was barely in the body but the images were showing the screw much deeper. Site had to do a total of four spins. They decided to make a mid-line incision and used a spinous process clamp and that made it a little better but it was still off. Navigation was not aborted. There was no reported delay or known impact on patient outcome.

Manufacturer narrative:
H3: the manufacturer representative went to the site to evaluate the system. The system was tested using the same instruments and imaging system that was used during the case and no inaccuracy occurred. A system checkout was completed and showed the system was functioning as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the inaccuracy was approximately 4-5 centimeters. Due to the inaccuracy, a spinous process clamp was moved closer to the area of the fusion. This helped and made the third image acquisition more accurate. After doing a thorough system check of both the navigation system and the imaging system, something must have occurred at the field with the frame or patient. All instrumentation used during the procedure was also checked for accuracy.